Manufacturer narrative:
A sample has been received by a company representative. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
An ophthalmologist reported that during surgery, at the beginning of the phacoemulsification, at the beginning of the ultrasounds, there was a heating and the viscoelastic solution became white (looking like a cataract). There was no patient harm. This patient was the seventh patient of the day. The surgeon immediately removed the handpiece from the eye. The handpiece, tip and sleeve were changed to complete the surgery. There was no alarm sound. The sound intensity of the occlusion alarm is set very low on the machine. Some viscoelastic was removed before the event and the surgeon wondered if the probe could have been blocked by some viscoelastic solution. The surgeon did not use more viscoelastic than usual and never had such incidents before. The surgeon specified that before entering the probe, he removed a quarter of viscoelastic and cleaned the masses. Then he started the sculpt step in torsional movement. He did not performed the pre-phaco step. The facility also informed that they respected the viscoelastic delay at room temperature prior to surgeries. The viscoelastic was at room temperature. The bss was not cold. The surgeon had the intelligent phaco function deactivated for sculpture. During the surgery the patient´s eye level versus the cassette level was the same. The facility examined the handpiece used for the surgery and did not seem occluded. Facility did not recently change their cleaning and sterilization procedure. They also reported that they were using before kelman tips but now they are using balance tips no additional information is expected. This is one of seven reports being filled for this facility. This is one of two reports being filled for this patient. This report is for the system product.

Manufacturer narrative:
Evaluation summary: a clinical analyst reviewed this file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The phaco handpiece was returned for evaluation. A visual assessment of the returned sample had no visual problems. Full functional testing was performed on the returned handpiece. The handpiece was tested for occlusion as well as tested for temperature while running for 5 minutes straight. The phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The system and handpiece met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.